Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Investigation results are as follows: failure of the operation amplifier, deterioration due to long-term use or that the device was caused by a user attempting to pull out the video connector without lowering the unlock lever, or by excessive force being applied to the lock lever (video connector socket) or video connector, a large load outside the recommended usage conditions (e.g. A hard one hits by mistake) was instantaneously added from outside, and the sheet was damaged and peeled off. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The service technician found that no image was provided with certain scopes due to a faulty printed circuit board. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that the device will not show images. There was no patient involvement reported. No additional information was provided.